Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high / undefined pacing impedance and developed a lead fracture resulting in the patient receiving inappropriate therapy. Reprogramming was completed and eventually the lead was extracted. No further patient complications have been reported as a result of this event.